Manufacturer narrative:
Feb. 17, 2016 01:16 pm (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician was on site and investigated the unit . The technician could confirm the problem that both water cycles did not cool down due to corroded stop-valves. The technician cleaned and decalcified the corroded valves.

Event description:
Feb. 17, 2016 01:07 pm (gmt-5:00) added by (B)(6): it was reported that during preventive maintenance the hcu30 did not cool down both water cycles. Additional information: the incident occurred during preventive maintenance so there were no patient involved. (B)(4).